Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9974, me8bcdr0 number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached easily from the wire. There were no adverse patient consequences reported.